Manufacturer narrative:
P class. Device, used in treatment, was returned for evaluation. A visual inspection confirmed the device fractured at the location of the hook feature on the handle. It is likely that the fracture was due to an overload mechanism. An overload fracture can occur if mechanical loads are applied that exceed the strength of the material. The device was manufactured in 2011. The device shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.&nbsp;based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during tka procedure the gii articular inserter/extract and gii tibial base impactor broke. This happened during use outside the patient. It is unknown if there was a delay. Procedure could be finished using the same device. No injuries or other complication were reported for this case at this time.